Manufacturer narrative:
The customer declined to have a service visit. A review of the alarm trace showed alarms indicating the preclean solution was short. Based on the data provided a clear root cause could not be identified. A general instrument or reagent problem could not be identified. There was no indication for a performance issue of reagent or instrument. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys troponin t stat assay results on cobas 6000 e 601 module. The customer performed calibration on (B)(6) 2020, the day before the event. The calibration results were lower than expected. The initial result was 72.92 ng/l with a data flag. A different sample was tested and the result was 36.36 ng/l. Due to the difference in results between patient samples, the customer repeated testing on the same sample used to obtain the initial result; the repeated result was 34.85 ng/l. The initial and repeat results were reported outside of the laboratory. On the same day as the event, the customer performed calibration. The calibration results were lower than expected. The reagent, used during testing, was lot: 41679901 expiration date: 30-nov-2020.